Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a coaction of two reasons, namely tube arcing and a defective small focus of the x-ray tube. Arcing is a side effect when generating x-ray. Negative effects from arcing are normally managed by the system in such a way that there is no significant impact to the clinical procedure. However, if arcing exceeds a certain level (high-level-arcing) there is no x-ray release possible during this time. But further imaging can be continued after arcing stops. Unfortunately this was not possible in this case because of the combined error and the high level arcing. In such arcing cases, the user is instructed to contact the service that will either recover the tube (perform tube conditioning) or if conditioning fails, will replace the tube. The reported error in combination was about the small focus respectively emitter. The small emitter was too close to the outer focal boundary and touched the focal head. This finally led to the unavailability of x-ray which could be resolved only by exchanging the x-ray tube, which is an expendable item. The affected x-ray tube has been exchanged by the local service organization. The error mentioned in the complaint has not again been reported since then. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a procedure, the user reported bad, dark and noisy images. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.